Event description:
A journal article was reviewed which contained information regarding this implantable pulse generator (ipg) system. The article indicated that the patient presented twelve days after implantation of the ipg system with ¿intermittent left chest muscle twitching.¿ chest x-rays confirmed that the right ventricular (rv) lead was ¿outside the cardiac silhouette;¿ indicating perforation. Of note, the article stated that there was no pericardial effusion seen. Reprogramming of the device resolved the ¿muscle twitching.¿ the article further stated that the lead was extracted and not replaced. The patient was discharged and was ¿doing well¿ at the one-month follow up visit. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: (obtained online) at http://circ. Ahajournals.org/content/111/25/e451.full. Concomitant medical products: 5076-52 atrial lead. (B)(4).